Event description:
It was reported the device was explanted, the patient outcome was not reported.

Manufacturer narrative:
Additional information received, the device was explanted, b5 and d6b updated.

Event description:
The user facility had a cp pump placed for the patient admitted in with cgs and cardiomyopathy. The pump was placed as the team planned for heart transplant. During the support the team added ECMO. The pump was alarming for high pp and suction as the pump was in poor position at the chordae. The pump was repositioned and for the high pp they were monitoring alone. The pump remains on support, currently on day 32 while awaiting a heart.

Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed. Patient information unknown.